Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer¿s blood glucose level was not adversely impacted. Tandem technical support made multiple attempts to reach out to customer to obtain more information, but was unsuccessful.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.